Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal history wasn't showing the most recent basal delivery. Additionally, the pump history did not reflect accurate data despite being in use. The customer¿s blood glucose was 140 mg/dl. Reportedly, customer continued to use pump for insulin therapy.